Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush head of the oral-b rechargeable toothbrush broke in mouth [device breakage]. No adverse event. Case description: date of event: (B)(6) 2015. A (B)(6) male consumer reported while using an oral-b rechargeable toothbrush, version unknown, the oral-b flexisoft brushhead broke in his mouth on (B)(6) 2015. The brush had been used for about 2 weeks. No symptoms developed.